Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the needle and holder separating. The following information was provided by the initial reporter. The customer stated: we had a issue with a 22g needle. Staff went to uncap and it fell right apart.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the needle and holder separating. The following information was provided by the initial reporter. The customer stated: we had a issue with a 22g needle. Staff went to uncap and it fell right apart.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub/collar separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the needle and holder separating. The following information was provided by the initial reporter. The customer stated: we had a issue with a 22g needle. Staff went to uncap and it fell right apart.